Event description:
The customer contact reported a "burn mark" at the "pump end" of the ac power cord. The pump was returned to the clinical engineering dept with no identified issue. No tracking info; was provided; therefore, specific pt info, pump programming, or event details were not available. Upon visual inspection, the clinical engineer noted "the power cord at the pump end is exposed and looks like it has a burn mark." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.